Event description:
Healthcare professional (hcp) reported home patient (hp) performing hemodialysis using the baxter extrapure reverse osmosis machine and the sps 1550 device. Hp called hcp and reported experiencing low grade fever, chills and nausea during hemodialysis treatment. Hp discontinued treatment after one and one-half hours of a four hour treatment and performed a disinfect of the system. Hcp stated hp did not notify them at the time of the event. Hcp stated there was no medical intervention and reported symptoms resolved. Hp performed a treatment the next day without incident.